Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the ins recharger (insr) does not work and explained that no boxes are shaded on the bottom when she is charging the ins. The patient also reported that she has been experiencing and increase in pain since the ins hasn¿t been charged last week. The patient confirmed that there was no issue with the patient programmer. The patient was transferred to repair for a replacement insr. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator product ID 37761 lot# serial# (B)(4) product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.